Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced a dry mouth, was unable to speak properly and not feeling herself. The patient¿s cgm displayed 75 mg/dl; however, her bg was 35 mg/dl. The ambulance staff treated the patient with glucose, magnesium, and stayed with her until she stabilized. The patient was not transported to the hospital. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.